Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 48 mg/dl. During troubleshooting, the customer stated that he was unable to rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.